Event description:
The patient is reportedly experiencing sound quality issues with his internal device. External equipment was exchanged and programming adjustments were attempted; however, this did not resolve the issue. Revision surgery has been scheduled.